Event description:
Boston scientific received information that this left ventricular lead had dislodged and the patient also experienced muscle stimulation. A repositioning procedure had been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.